Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Date unknown: after this patient had the aequalis ascend flex cemented surgery, the glenoid was found worn and the shoulder condition was found worsened. This is a revision surgery report from the (B)(6) university hospital in (B)(6). There are no implants return and no x-rays. (B)(6) 2020: revision surgery was performed,. The head and the stem were removed and replaced and the surgery was completed.